Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Microstent-iris touch is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient underwent uncomplicated cataract surgery with viscodilation and hydrus microstent implantation in (B)(6) 2022. The surgeon reported there were no intraoperative issues encountered. At 1-day postoperative exam, the distal end of the microstent was extending into the anterior chamber with some iris touch. At the 1-month follow-up visit ((B)(6) 2022), the vision was 20/30, eye was quiet with no cells and flare after tapering off steroid and nsaid drops, and the iop was 13 mmhg on 2 iop-lowering medications. The surgeon reported that the patient was "doing great" with no pain or inflammation, and one iop-lowering medication was subsequently discontinued. The surgeon planned to follow-up the patient for possible discontinuation of all iop-lowering medications.